Event description:
Home pt reports disconnecting the pt line of the homechoice set while troubleshooting an alarm situation during apd treatment. Hp reports was not feeling well, was "feeling like she was having a heart attack." Hp reports did not cap off the pt line of the homechoice set, and subsequently reconnected self after an "extended period of time." Hp was advised by baxter technician to notify rn. Rn reports hp "had ulcers"; however, reports no pt injury or medical intervention as a result of incident.